Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dialudid 10mg/ml at 2 .4mg/day and bupivacaine 30mg/ml at 7.4 mg/day via an implantable pump. The patient¿s medical history included ehlers-danlos syndrome. It was reported that the healthcare provider was unable to refill the pump. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A revision was scheduled. The pump pocket was opened, pump flipped and re-sutured in the pocket. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.